Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 55 ml/hr. One liter was delivered in approx 3 hrs. There was no illness, injury or medical intervention resulting from the event. Following the event, the pt vomitted 3 times and had a large bowel movement. No other problems were noted. The physician was alerted and the feeding was held for 12 hrs. One pt involved.